Event description:
Three healthcare workers complained of burning sensation and skin discoloration on the hands upon removal of a load from a completed cycle. The customer stated the workers did not seek medical attention and the symptoms resolved within 24 hours. The customer stated the vaporizer plate was not in place when the event occurred. The customer will notify the staff to ensure the vaporizer plate is in place at all times.